Manufacturer narrative:
(B)(4)). Arjohuntleigh received a call from the customer indicating that when the patient was being move from his wheelchair to the pool, he fell on the ground from a maxi sky 600 ceiling lift device. A customer complaint alleging an uncommanded unwinding of the lift strap and spreader bar. The outcome for the resident was identified as the patient's bruising (no medical intervention nor hospitalization was required). When reviewing similar reportable events registered in the last five (5) years (since mar 2012 up to apr 2017) for maxi sky 600 and similar ceiling lifts, we have found a very limited number of cases that may be relate to the issue investigated here: the uncommanded unwinding of the ceiling lift strap and spreader bar. We have been able to establish that compared to the amount of sold devices and in comparison to their daily use the occurrence rate observed for reportable complaints with this failure is relatively low. In the light of the information provided in the complaint, the lift strap was unwinding without any commands being given. After the incident the device was excluded from the use and picked up by technician for further evaluation. During the inspection of the involved device, it was established that the device was not working according to its specifications. It was noticed that one of five screws holding the motor inside the device was no longer present. In fact, with a weight in suspension, the motor was no longer in direct engagement with the toothed wheel. It appears most likely that due to this malfunction the strap was accumulated in the plastic cabin inside the ceiling lift, and then suddenly unrolled while being loaded with the resident and spreader bar weight. Above hypothesis was confirmed by the arjohuntleigh technician, who was able to duplicate the claimed issue when the involved screw was removed. Please note, that in case of a transmission or motor failure during patient transfer, the automatic emergency brake would engage and will stop a strap from unwinding. Therefore the fall of the patient will be automatically stopped by the safety features incorporated into the device. In the analyzed case, the emergency brakes did not work because the screw rubbed on the toothed wheel which braked a little the rotation of the drum. Sum up, the identified cause of the incident is therefore considered to be an incorrect maintenance activity. It looks like the screw progressively unscrewed over time, causing the complete dislodgment. What is clear that this loose screw would have normally been detected over time if maintenance had been carried out as per use instructions, because according to IFU (001.14150.33 rev. 7) the technician is obligated yearly or after 2500 cycles: - inspect frame parts interlock and hardware for malfunction and make sure there are no parts missing, - inspect gears for wear and lubricate as necessary, - verify that the emergency brake on the drum is turning freely, - verify the emergency brake, - load test with the swl (safe working load) recommended. It will be recommended to remind the service technician to inspect hardware for malfunction and make sure that no parts are missing. The device was being used by customer at the time of the event and played a role in the reported incident. The device was not up to its specifications during the incident as one of the screws holding the motor inside the device was no longer present. We find this complaint to be reportable to the competent authorities in abundance of caution, due to the potential of serious injury if the incident would to re-occur: resident's fall upon the transfer.

Event description:
Arjohuntleigh received a call from the customer indicating that when the patient was being move from his wheelchair to the pool, he fell on the ground from a maxi sky 600 ceiling lift device. A customer complaint alleging an uncommanded unwinding of the lift strap and spreader bar. The outcome for the resident was identified as the patient's bruising (no medical intervention nor hospitalization was required).